Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 052 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data revealed cs 052 alarms. The ez prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was evidence of moisture observed on the printed circuit board and internal components. (B)(4).